Event description:
It was reported that the trigger of the small battery drive device had no spring load and was not returning to its original position. It was not reported if the device was used in a surgical procedure. There was no delay reported. It was reported that there were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and component damage. It was further determined that the device failed pretest for general condition and check for sticky triggers. Therefore, the reported condition that the small battery drive device had no spring load and was not returning to its original position was confirmed. The assignable root cause of this condition was determined to be traced to the user, which is user error.